Event description:
On (B)(6) 2025, doctor (B)(6) was adamant about me having a mammogram at doctor's imaging group after not having one in six years. The tech that performed the mammogram caused severe injury to my right breast that caused dimpling, many bruises and lumps in my right breast. (B)(6) 2025, I developed a football size lump on the side of my left jaw and severe infection, severe itching over my right body, which caused scarring as a result of this and an adverse side effect from antibiotics prescribed that I was allergic to. I complained to dr. (B)(6) about being seen by another doctor to no avail. Dr. (B)(6) was adamant about me going back to (B)(6) which was (B)(6) 2026 for an ultrasound. On (B)(6) 2026, the same tech that injured my breast in (B)(6) 2025 stated she was instructed to perform another mammogram before I could have an ultrasound. I argued with her that my breast was already painful from her last inconclusive mammogram and why is instructed to inflict more injuries and pain to my right breast again. After the ultrasound was done, the radiologist tells me that my right breast is high malignancy and to rule out cancer, I need a breast biopsy with needle to rule out cancer. Two months has surpassed after asking my doctor for a second opinion and my condition worsening. I had no choice but to go to (B)(6) urgent care on (B)(6) 2026 for the excruciating pain in my right breast, intense itching and pain in my left jaw. On (B)(6) 2026, (B)(6) and her sister had a mammogram done at (B)(6) where her sister's right breast was injured which resulted in bruising all over her body. (B)(6) can be reached at (B)(6) for more information. This place needs to be investigated immediately for injuring patients and causing diseases that are detrimental to their health. I have already contacted president donald trump about this matter. I filed a formal complaint with the department of radiology requesting they retrieve records of patients before and after me that this tech performed mammogram and find out if they had ultrasound and the diagnosis after the ultrasound. This matter is serious because if this tech caused injuries that resulted in diagnosis of high malignancy that is cancer, the condition worsens if not treated. Doctor (B)(6) refusal for a second opinion and uf health refusal to see me because I am refusing an invasive procedure has caused severe health problems for me. To me, it is like these doctors are paying this tech and other techs to injure patients with inconclusive mammograms to be refifor ultrasounds so the radiologist comes out with a high malignancy report.